Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead remains implanted. Shock impedance has trended up since implant. Sensing has trended down in the last year. Rep will discuss with doctor regarding next steps. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
(B)(6) 2023 lead was explanted due to repeated increasing high voltage lead impedance >150 ohms. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On (B)(6) 2023, lead was explanted due to repeated increasing high voltage lead impedance >150 ohms. Upon receipt, the lead under complaint was found cut 16.5 cm distal to the df4 connector pin and 43 cm proximal to the lead tip. The proximal and distal fragments were received for analysis. The medial fragment (approximately 5 cm length) was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present cuts, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.